Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p4h1015) sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty bypass, the reload was fired, but the reload's cutting blade did not retract and the reload was locked on tissue. The reload remained closed in the patient's tissue and could not be removed. Restarted the entire process using the manual retraction key, but it did not work. Several staples were used around the entire reload to be able to release from the tissue, and resection was done to resolve the issue. The surgical time was extended for one hour due to the device issue.

Manufacturer narrative:
Correction: d3 (MFR name, street 1), d4 (serial#, UDI), g1, h4/ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.